Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc concluded that e99 occurred because more than 15 days have passed since the disinfectant was prepared or the device was used more than 46 times. If additional information becomes available, this report will be supplemented.

Event description:
Error e99 (disinfectant solution is used for a long time or many times.) Occurred several times. There is a possibility of the concentration level of the disinfectant solution in the oer-4 was below the effective level. The user has not done a aceside check. The exchange of aceside was carried out once every two weeks. There was no patient injury report related to the event.